Event description:
It was reported that a pump malfunction occurred, with no notable events leading up to the issue. The malfunction caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood sugar by administering a correction injection using multiple daily injections (mdi) without requiring third-party assistance. Technical support provided guidance for resetting the pump, which resolved the issue.